Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to moisture on the force sensor resistor. Unable to test for prime, occlusion and excessive no delivery tests due to the alarm. The insulin pump had crackled battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, loose shifted end cap sticker and stained address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer also reported that he received a compromised force sensor system alarm. The customer's blood glucose was 28 mg/dl at the time of incident. The customer stated that his blood glucose declined to 23 mg/dl and almost passed out. The customer stated that his blood glucose was fine at the time of call. The customer stated that he was unable to exit the preparing to prime loop. The customer stated that a rewind message occurred after an alarm. The customer stated that he was stuck in rewind complete and bolus delivery loop. The customer stated that the driver support cap appeared normal. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.